Event description:
It was reported to nova biomedical that a consumer experienced a trip to the emergency room thinking her blood sugar result was high. When the consumer arrived at the emergency room the nurse tested the consumer getting a result of 87 mg/dl on their hospital meter. The consumer tested herself using the nova max meter getting a result of 187 mg/dl. No treatment was given. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The meter will be returned for evaluation. The test strips will not be returned because, they were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.